Event description:
Reporter stated that the suspect product has produced discrepant back-to-back blood glucose results using the patient samples (type not provided): ~ 180 mg/dl and ~ 400 mg/dl (estimates by reporter, exact values not provided), ~ 120 mg/dl and ~ 20 mg/dl, 61 mg/dl and 313 mg/dl, and 50 mg/dl and 318 mg/dl. No resultant injuries were reported. Reporter noted that quality control testing was performed on the suspect test strips and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.